Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a short circuit on the left electrode. Monopolar impedances were all in normal range, but bipolar impedances at stimulation poles 0 and 1 (73) and 2 and 3 (73) were outside of the normal range. Currently group c was active (stn left: monopolar, stimulation pole 1), so this setting was still possible. The only possible way to determine the source of the error would be to do so intraoperatively by measurements on the individual system components. Close monitoring was recommended in the future. The issue was not resolved.